Manufacturer narrative:
Investigation summary: no photos or samples were received in the columbus plant for evaluation therefore failure mode could not be verified and root cause could not be determined. A DHR was performed and zero defects were found. Investigation conclusion: no photos or samples were received in the columbus plant for evaluation therefore failure mode could not be verified and root cause could not be determined.

Manufacturer narrative:
Additional information: this complaint (pr (B)(4)) had two lot numbers for device #301035. MDR #133367 addresses lot # 5356780 only. This additional supplement is to acknowledge both lot #'s; 5356780 and 5259789 for this complaint. The information for lot # 5259789 is as follows: medical device expiration date: 9/30/2020. Device manufacture date: 9/16/2015.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that before use sixty boxes, the bd¿ luer-lok syringe 60 ml has the double graduation marks on them and not just the mls as expected. There was no report of injury or medical interventions